Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Customer experienced a blood glucose level of 200 (mg/dl) and indicated pump and/or insulin pens would be used to address bg levels.